Event description:
It is reported that the patient experienced rectal bleeding after finding the retention balloon contained approximately 250 ml of fluid.

Manufacturer narrative:
The nurse caring for the patient stated she instilled 1000 ml of lactulose into the medication port on the device. Only 900 ml returned into the collection bag. She felt that "something was not right and investigated." Upon evaluation, the nurse reported the retention balloon contained approximately 250 ml of fluid which was the same color as the lactulose medication. She feels that she did not mix up the ports. The device was removed and discarded. It is unknown if another device was inserted. Rectal bleeding was noted but no transfusion was warranted. Attempts to obtain additional information were unsuccessful. Based on the available information, this event is deemed to be a serious injury. No further information was available at this time of the report. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to FDA on october 16, 2014.